Event description:
A low reading issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an unknown device. It is unknown whether a trend arrow was present or if the customer experienced any symptoms. The customer consulted a healthcare professional, who performed a blood glucose measurement using their own meter. It is not known if any treatment was administered. There were no reports of death or permanent impairment related to this event. A sensor scan results of 5.60 mmol/l compared to readings of 27.00 mmol/l respectively obtained on a unknown device and the results, when plotted on a parkes error grid, fall into the d zone, showing the difference in values to be clinically significant. The length of sensor wear was unknown. Is unknown if these readings were taken during the actual event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.